Event description:
It was reported in a letter that she was observing a surgical procedure, and the surgeon appeared to have problems with the target device. The distal and proximal drilling went astray. A new target device was utilized to complete the surgery.

Manufacturer narrative:
Additional info has been requested, and if rec'd, will be submitted on a supplemental report.